Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, upon interrogation attempt, the screen remains frozen on 'beginning of the interrogation', whatever the cpr3 head used.

Event description:
Reportedly, upon interrogation attempt, the screen remains frozen on 'beginning of the interrogation', whatever the cpr3 head used.